Manufacturer narrative:
Beckman coulter field service engineer was dispatched to the customer site on (B)(4) 2013. The fse discovered a leak at pinch valve (vl) 4b. Upon further investigation, the fse noted the leak was caused by broken tubing. The fse replaced the broken tubing at vl 4b resolving the leak. Service activity was performed and was verified to meet the specified requirements per established procedure. Failure mode was related to broken tubing at pinch valve (vl) 4b. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that approximately 40 ml of cleaner had leaked inside and under the coulter lh 750 hematology analyzer and onto the counter while trouble shooting controls during shutdown/startup of the instrument. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), consisting of a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated. No death or injury is attributed to this event and there was no change to patient treatment.